Manufacturer narrative:
Device currently under investigation: no results available so far.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): the electrode was loosened during the surgery. The electrode stayed in the patient.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Upon evaluation the breakage of the electrode tip could be confirmed . The broken off piece was not returned. There are visible usage marks and scratches on the instrument. Furthermore, there are signs of corrosion at the breakage area. The root cause most likely is unintended mechanical damage during use. The damage of the product is not caused by a production problem or material defect.